Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly was returned with the anchor body fractured. The fractured piece(s) were not returned. The anchor plug has no visible defect. The insertion device has no visible defect. The retention suture wasn't returned. A functional evaluation was performed on the returned device and found the proximal knob will rotate and move the distal anchor/plug rod as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. The fracture have been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an left rotator cuff procedure, the footprint anchor fell off prematurely before entering the bone hole. Surgery was completed with a back-up device instead, in the original bone hole. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H2: corrected data in h6 (health effect - impact code).